Manufacturer narrative:
The unit was received with operating currents within specification. The unit passed the self test along with the unexpected restart error, rewind, basic occlusion, and displacement tests. However, the unit was unable to prime during the prime/compromised force sensor system test due to a faulty force sensor resistor. The unit was unable to perform the excessive no delivery test or occlusion test due to the prime anomaly. The following physical damage was noted: cracked reservoir tube, cracked belt clip slot, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call that she woke up with a blood glucose of 516 mg/dl; the customer changed her site and it took three hours for her blood glucose to decrease to 300 mg/dl. The customer experienced nausea and vomiting. The customer also treated via manual insulin injection. Troubleshooting was initiated for the high blood glucose and the customer mentioned that she dropped the insulin pump last night; however, no physical damage was noted. The customer's blood glucose was 145 mg/dl one hour after the device was dropped. The drive support cap was normal. The self test passed as well. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.